Event description:
The customer reported that there is a33 alarm on the insulin pump. Customer was not wearing the insulin pump at the time of the call. Customer stated that the medtronic sticker is missing and support cap is sticking out. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window. Insulin pump received with a cracked case display window corner, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.